Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited a diagnostic anomaly resulting in overestimation of battery longevity. No intervention was performed. There were no patient consequences.